Manufacturer narrative:
Continuation of d10: product ID l-evprop34 (lot: 0012639697); product type: 0195-heart valves; product ID: d-evprop34 (lot: 0012544078); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a 34 millimeter (mm) transcatheter heart valve procedure, the patient presented with pronounced calcium in the soft veins, which contributed to difficulty passing the guidewire. A pre-balloon dilation was performed initially with a 23 mm balloon however it could not pass the calcium so a 12 mm balloon was used. A 23 mm balloon was used after the 12 mm balloon. The valve was successfully loaded onto the delivery catheter system (dcs) . The valve was deployed successfully and released without issue until the third node, however at the point of no recapture an infold of the valve towards the non-coronary cusp (ncc) was observed. The valve was recaptured and removed without difficulty. Due to the patient's anatomy, a 29 mm valve was then implanted successfully.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that a procedural delay occurred as a result of the infold. Per the physician, the patient's heavy calcification and restrictive valve contributed to the infold. The guidewire used for the procedure was a non-medtronic device.

Manufacturer narrative:
Corrected data: a4 - corrected from blank to 154. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s aortic valve was significantly calcified with an annulus perimeter that measured 81.8mm with a perimeter derived diameter of 26mm suggesting a 29mm or 34mm evolut. Fluoroscopy valve load inspection was performed showing inflow crown overlap between nodes 3 and 4 which would be considered a good load. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. Two pre balloon aortic valvuloplasty with different balloon sizes were performed prior to the valve implant attempt. During the implant attempt of the 34mm evolut an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The infolded valve was recaptured and removed. Subsequently, fluoroscopy valve load inspection of a 29mm valve was performed and confirmed a good load. The valve was deployed just prior to the point of no recapture and valve depth assessment was performed. Depth was approximately 4mm on the non-coronary cusp in the cusp overlap view and 6mm on the left coronary cusp in the lao view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or >5 mm, consider recapture. There is evidence that the valve was recaptured and redeployed at a depth of approximately 1mm on the non-coronary cusp in the cusp overlap view and 5mm on the left coronary cusp in the lao view. Final angiogram showed a well expanded valve without any evidence of aortic regurgitation/paravalvular leak. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.